Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware issue and the second from bottom drawer on the right did not open correctly. A field service engineer (fse) identified that auxiliary drawer 6.2 rails were failing and arranged for a replacement drawer. The fse received the replacement, unpacked it, transferred all compartments from the faulty drawer to the new one, installed and configured the drawer properly, and then packaged the defective drawer for return to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer second from the bottom on the right side was not opening correctly. The entire drawer, or specific components, may require replacement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.